Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
A partial lead measuring 52.1cm was returned for analysis. Internal insulation abrasions to the re cable lumen was found at 25.4 to 27cm, 30.5 to 31.5cm and 33.5 to 33.7cm from the distal tip. The etfe coating of one of the re conductors was abraded. The reported sensing anomaly could have occurred when the abraded re conductor came in contact with another device.

Event description:
It was reported that decreased sensing was noted on the lead. Lead was explanted and replaced.